Manufacturer narrative:
D10 concomitant products: sigtrsb60amt, 60mm med thk reinforced rel, (lot # n5d1803y) sigphandle, sig power sigphandle handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a subtotal gastrectomy procedure, prior to firing issues, the reload was difficult to straighten or return to the neutral position after loading, and the reload was not recognized by the powered handle. The device was replaced with another reload to resolve the issue. No patient complications have been reported as a result of this event.